Event description:
The surgeon found the screw entwined with metal debris at opening the sterile packaging. The metal debris was removed and the screw was used for procedure.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned, neither was the packaging. No other evidence such as pictures were provided as well. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Review of the inspection protocols revealed no deviation from specifications. No indications of manufacturing related problems were found during the investigation. In order to determine the exact root cause of the event, the device/packaging in the original state or other evidence like a picture must be available to trace the causal factor. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was implanted.

Event description:
The surgeon found the screw entwined with metal debris at opening the sterile packaging. The metal debris was removed and the screw was used for procedure.